Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 500mg/dl. The customer indicated no air bubbles and the drive support cap is normal. Customer indicated that their basal rates were changed recently. Troubleshooting found that the pump passed the self test. Customer wanted to perform the high pressure test but did not have tubing clamps. The customer was advised to call back when they were received for further troubleshooting.